Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The color bar is displayed on the monitor screen when the endoscope is not connected to the device. Based on reported liquid intrusion into the device, the device may have displayed the color bar because the device could not detect that the endoscope was connected due to moisture on the pins of the video connector socket. Omsc determined that the olympus repair center could not reproduce the phenomenon due to the evaporation of water from the pins of the video connector socket. In addition, the liquid may have entered the inside of the device because the user accidentally splashed a liquid such as water on the device. The instruction manual provides preventive measures against the reported liquid intrusion into the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following; the reported phenomenon that only the color bar was displayed on the monitor screen was not reproduced. The memory battery had been expired. A software update had to be performed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the color bar was displayed on the monitor screen and the endoscopic image was not displayed. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center in hamburg and found that liquid had entered the inside of the device. And parts such as the lid, bottom plate, rear panel, front panel, usb port, bnc connector, and video connector had to be replaced due to the effects of liquid intrusion.